Event description:
It was reported that during a function check he observed that the switch assembly is faulty. The protective coat is damaged exposed electrical components/wires. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Exposed electrical components/wires.